Manufacturer narrative:
On 13-may-2024, additional information was received indicating no issues found on the patient. Heparine 8ml was administrated and no servicing was needed for the ngen generator. Device evaluation details: on 21-may-2024, the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection, temperature, impedance and irrigation test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and char/thrombus/clot attached to the electrode of the device's tip was observed. The temperature and impedance test were performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char and thrombus issues reported by the customer were confirmed. The potential cause of the issues cannot be established. The instruction for use (IFU) contains the following warning and precautions: before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting rf application char is a physical phenomenon of rf, it can be the normal result of the ablation process. In addition, the catheter used in conjunction with an rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. If during ablation, temperature does not rise, discontinue delivery of energy and check setup. In addition, when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and charring was found on the proximal side of the tip electrode. There was a char on the proximal side of the tip electrode of the qdot micro¿ catheter. The char was wiped off, and the procedure was continued. The ngen generator parameters were set to temperature control mode. Qmode+setting: 90w 4s, target temprature 55. Temperature was 36 during ablation. There were no problems switching between low/high flow irrigation. Additional information was received indicating char was not excessive. The physician considered the char posed a risk to the patient. There was no consequence or issues with the patient; no neurological symptoms have been exhibited by the patient.